Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the nurse successfully performed an invasive arterial catheterization on the patient, it was found that the value could not be zeroed after connecting the pressure sensor and the sensing line and no other abnormalities were found after careful examination. There was patient involvement and no patient harm/adverse event reported.